Event description:
It was reported that under infusion was observed in a (B)(4) small volume infusor during infusion of fluorouracil and saline (non-baxter products). There is no report of patient/user injury or medical intervention needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot 13j070 was manufactured september 23, 2013 - september 24, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. One sample was was received with approximately 81 ml of fluid in the bladder. No defect was observed during visual inspection. A functional flow rate test was conducted with no issues found. The device was working within specification. Initial evaluation did not confirm the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Combination product.